Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. Product was not returned for evaluation; however, based on information reported this may be related to a manufacturing issue. An internal corrective action was initiated to address this issue.

Event description:
The physician accessed on the right femoral, and when he pulled out the micro introducer, there was a full hub separation. The remaining part of the introducer never left the track, manual pressure was held to keep it in place. A vascular surgeon was contacted to assist. They were able to snare the piece from the left. The patient received a hematoma on the left side. Additional information received several months later, that the patient has since passed away. The reason for death was the patient refused needed medical care. It was in no relation to the event. The site thought this was reported when it happened, but when they looked into this again the supply chain still had the introducer, and not sent it in. A report was then submitted.